Manufacturer narrative:
Concomitant medical products: model: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. The right atrial (ra) lead exhibited low p waves, which was noted after explant of the rv lead. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.